Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the replace battery now alarm was performed. Customer advised they received the alarm without a low battery alert. Customer advised this was the second occurrence of replace battery now alarm. Customer advised they changed the battery on the device frequently however the issues remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device had no pump error 25 alarms noted in the format history file. An unexpected battery power loss anomaly was present in the long trace file due to connector resistance issue. Multiple unexpected replace battery alerts and replace battery now alarms noted in the long trace file due to connector resistance issue. The power management graph was in specification, however the power management graph indicated connector resistance issue. Connector for electronic board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the device functioned properly during testing as shown in the power management graph. The device was received with scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, faded serial number label and peeling end cap address label.